Manufacturer narrative:
There was no additional information obtained at the time of this report. We will continue to monitor and trend this event type to determine if action is needed.

Event description:
Patient had exofin adhesive applied to abdomen status post laparoscopy. On post-op day 7 patient was found to have severe contact dermatitis around exofin application site requiring oral steroid taper, topical triamcinolone, and antipruritics medications. Severe contact dermatitis, erythema, and pruritis.